Manufacturer narrative:
The company rep examined the sys and replaced the fluidics module, the dc power fluid cable, and the power supply cable. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported a corneal burn occurred during surgery. Add'l info was received from the surgeon indicating the event occurred during the (B)(6). The pt had a subcapsular cataract with a soft nucleus. The surgeon observed a significant corneal burn when he was using the ultrasonic handpiece to sculpt the first groove. The burn was noted before the groove was completely sculpted. The surgeon checked his parameters but did not find anything wrong. The surgeon used a second handpiece to complete the surgery. After that, he noted a variation in anterior chamber depth. The surgeon mentioned that the sleeve was a little bit squeezed by the incision. Incision size was 2.4 mm.